Manufacturer narrative:
The customer replaced the tubing at pinch valve pv37 to resolve the leak. A field service engineer (fse) contacted the customer via telephone on (B)(4) 2015 and determined that the peltier module did not need replacing. The fse instructed the customer to startup the instrument and the instrument ran with no errors generated; therefore, the onsite visit was canceled. (B)(4).

Event description:
The customer reported a blue fluid leak of approximately 10ml from feed-through fitting ff107 at pinch valve pv37 on a coulter lh 500 hematology analyzer. The customer called customer technical support (cts) and a cts representative guided the customer through troubleshooting procedures. The customer identified the source of the leak and replaced the leaking tubing, but stated that some of the fluid had possibly sprayed onto the peltier temperature control module. The leak was not contained within the instrument and temp ambient and lyse error messages were reported by the customer at the time of the event. The unit was considered inoperable and a service visit was requested. The customer was wearing personal protective equipment consisting of a glasses and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.